Event description:
Event description guidant received information that this right ventricular lead displayed high impedance measurements and was unable to sense intracardiac signals or deliver pacing therapy. The lead was surgically abandoned and another lead was successfully placed.